Event description:
While pt having regular dialysis treatment arterial extension piece of tesio catheter separated. Estimated blood loss was 200-300 cc. Vital signs stable throughout treatment. Post hematocrit 35.8; hemoglobin 11.9.